Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 70 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.25 mm x 20 mm, 2.50 mm x 38 mm and 3.00 mm x 32 mm promus premier stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died. At the time of event the subject was on aspirin and clopidogrel. The primary cause of death is unknown. No action was taken to treat the event and it is unknown if an autopsy was performed.